Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; full lead returned and analyzed. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant of the right ventricular lead, initial placement resulted in the lead experiencing t-wave oversensing, and upon lead repositioning, the lead did not extend. Once removed from the patient's body, the lead helix extended after an excessive number of rotations. It was also noted that the access into the vein was tight, causing the lead positioning to be difficult, as well as being a possible cause for poor torque transfer to the lead helix. The lead was removed, and replaced. No patient complications have been reported as a result of this event.